Event description:
It was reported that a patient presented with high capture thresholds and high pacing impedance noted on the right ventricular lead. During the revision, the lead helix was unable to be deployed or retracted. The lead was explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were helix mechanism issues, high capture thresholds, and high pacing impedance. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. X-ray inspection found over torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of high capture thresholds and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.